Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-400 (mg/dl). Customer administered a correction bolus to treat bg level. Reportedly, customer stated that they verified that insulin was being delivered correctly. Recommendation was made to consult with health care provider to discuss diabetes management.